Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional bleeding") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (vaginal hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding and uterine prolapse outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and uterine prolapse to be related to essure. Most recent follow-up information incorporated above includes: on 5-nov-2018: legal complaint received: reporter information updated. Essure removal date was added. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Event injury was replaced with dysmenorrhoea, dysfunctional uterine bleeding and uterine prolapse. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional bleeding") and uterine prolapse ("uterine prolapse"). The patient was treated with surgery (vaginal hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding and uterine prolapse outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and uterine prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional bleeding"), uterine prolapse ("uterine prolapse"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), memory impairment ("forgetfulness"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), migraine ("migraine,"), headache ("headaches,"), nausea ("nausea,"), alopecia ("hair loss") and nervous system disorder ("nuero condit/prob"). The patient was treated with surgery (hysterectomy- full). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding and uterine prolapse outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, memory impairment, menorrhagia, migraine, headache, nausea, alopecia and nervous system disorder had resolved. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and uterine prolapse to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal , menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: plaintiff fact sheet received: case upgraded from other event to incident. Event injury was replaced with pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, migraine, headaches, nausea, hair loss, other, nuero condit/prob, forgetfulness. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no: 12581920not valid, 827983not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy & adenoidectomy, cholecystectomy and d & c. Concurrent conditions included non-insulin-dependent diabetes mellitus, hypertension, depression and irregular periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysfunctional uterine bleeding ("dysfunctional bleeding"), uterine prolapse ("uterine prolapse"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), memory impairment ("forgetfulness/permanent injuries, both physical and mental"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive and frequent menses, excessive bleeding during menstruation,"), migraine ("migraine,"), headache ("headaches,"), nausea ("nausea,"), alopecia ("hair loss") and nervous system disorder ("nuero condit/prob"). The patient was treated with surgery (hysterectomy- full, vaginal hysterectomy of her uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding and uterine prolapse outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, memory impairment, menorrhagia, migraine, headache, nausea, alopecia and nervous system disorder had resolved. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and uterine prolapse to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal , menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, discripancy noted for date of insertion : on (B)(6) 2013 and on (B)(6) 2013. Normal endometrium with 3 leading coils on the right, 1 leading coil on the left, status post procedure. Expiration date: left fallopian tube on nov-2015, right fallopian tube on apr-2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: impression: bilateral fallopian tube occlusion devices without evidence of free intraperitoneal spill.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 12581920, 827983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy & adenoidectomy, cholecystectomy and d & c. Concurrent conditions included non-insulin-dependent diabetes mellitus, hypertension, depression and irregular periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dysfunctional uterine bleeding ("dysfunctional bleeding"), uterine prolapse ("uterine prolapse"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), memory impairment ("forgetfulness/permanent injuries, both physical and mental"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive and frequent menses, excessive bleeding during menstruation,"), migraine ("migraine,"), headache ("headaches,"), nausea ("nausea,"), alopecia ("hair loss") and nervous system disorder ("neuro condit/prob"). The patient was treated with surgery (hysterectomy- full, vaginal hysterectomy of her uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, dysfunctional uterine bleeding and uterine prolapse outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, memory impairment, menorrhagia, migraine, headache, nausea, alopecia and nervous system disorder had resolved. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and uterine prolapse to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal , menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, discrepancy noted for date of insertion : (B)(6) 2013 and (B)(6) 2013 normal endometrium with 3 leading coils on the right, 1 leading coil on the left, status post procedure expiration date: left fallopian tube nov-2015, right fallopian tube apr-2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: bilateral fallopian tube occlusion devices without evidence of free intraperitoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and social media received. Lot number added. Plaintiff's information updated. Medical history and concomitant conditions added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 33-year-old female patient who had essure (batch no. 12561920,b27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy & adenoidectomy, cholecystectomy and d & c. Concurrent conditions included non-insulin-dependent diabetes mellitus, hypertension, depression and irregular periods. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive and frequent menses, excessive bleeding during menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"), nausea ("nausea,"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysfunctional uterine bleeding ("dysfunctional bleeding"), uterine prolapse ("uterine prolapse") and memory impairment ("forgetfulness/permanent injuries, both physical and mental"). The patient was treated with surgery (hysterectomy- full, vaginal hysterectomy of her uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain, memory impairment, menorrhagia, migraine, nausea, alopecia and vaginal haemorrhage had resolved and the dysfunctional uterine bleeding, uterine prolapse, feeling abnormal and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, migraine, nausea, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal , menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, discrepancy noted for date of insertion : (B)(6) 2013. Normal endometrium with 3 leading coils on the right, 1 leading coil on the left, status post procedure expiration date: left fallopian tube (B)(6) 2015, right fallopian tube (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: 12581920, 827983 invalid: expiration date: apr-2016. Lot number: 12561920, b27983. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abnormal vaginal bleeding,". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Event" abnormal bleeding (vaginal), dyspareunia, brain fog (previously reported as neurological conditions or problems) were added. Essure lot number was added. Events" dysmenorrhea, abnormal bleeding (vaginal, menorrhagia) outcome was updated to recovered/resolved. On 30-jan-2020: medical record received. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 33-year-old female patient who had essure (batch no. 12561920,b27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy & adenoidectomy, cholecystectomy and d & c. Concurrent conditions included non-insulin-dependent diabetes mellitus, hypertension, depression and irregular periods. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive and frequent menses, excessive bleeding during menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"), nausea ("nausea,"), alopecia ("hair loss") and dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) t 2014, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysfunctional uterine bleeding ("dysfunctional bleeding"), uterine prolapse ("uterine prolapse") and memory impairment ("forgetfulness/permanent injuries, both physical and mental"). The patient was treated with surgery (hysterectomy- full, vaginal hysterectomy of her uterus and cervix). Essure was removed on 15-feb-2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, pelvic pain, abdominal pain, memory impairment, menorrhagia, migraine, nausea, alopecia and vaginal haemorrhage had resolved and the dysfunctional uterine bleeding, uterine prolapse, feeling abnormal and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia, migraine, nausea, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal , menorrhagia (heavy menstrual bleeding),gen. Abnorm. Bleed, discrepancy noted for date of insertion : (B)(6) 2013. Normal endometrium with 3 leading coils on the right, 1 leading coil on the left, status post procedure. Expiration date: left fallopian tube (B)(6) 2015, right fallopian tube (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: 12581920, 827983, & expiration date: apr-2016. ¿concerning the injuries reported in this case, the following one was described in patients medical record: abnormal vaginal bleeding,". Lot number: 12561920, manufacture date: 2013-01, & expiration date: 2015-11. Lot number: b27983 , manufacture date: 2013-04 & expiration date: 2016-04-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.